Event description:
It was reported that this was a balloon kyphoplasty (bkp) (l1) for osteoporotic vertebral fracture on (B)(6) 2024 . In the surgery, when the balloon in question was used, it was confirmed that the contrast medium filled in the balloon leaked from the reinforcing wire portion of the balloon. It was thought that the leak probably came from the lumen containing the reinforcing wire, and that the lumen may have been punctured when the reinforcing wire was fitted. There was no patient impact. The surgery was completed successfully without any surgical delay. Patient outcome is reported as stable. This report is for one (1) synflate balloon/medium- sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: device history record (DHR) review conducted: part:03.804.701s, lot:82293148, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date:14 nov 2023, expiration date: 01 nov 2025. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.